Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as something the patient did&#55297;lso reported as may be related to cutting the tubing of the drain bag so the patient could drain out in the tub. On an unknown date, the patient was hospitalized for three days for the peritonitis. On unreported dates, the patient began treatment for the event with unknown antibiotics, intraperitoneally (doses and frequencies were not reported). At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. It was not reported if pd therapy was ongoing. No additional information is available.